Event description:
On (B)(6) 2014, the reporter contacted animas, alleged a temperature (temp - moisture ingress w/ dmg) issue. The reporter alleged that the pump overheated and burned them. It was noted that the battery compartment was damaged and that there was moisture/corrosion in the pump. There was no allegation that the user required medical intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings: a review of the pump¿s black box history showed no unusual fluctuation in voltage or any alarms related to the complaint. Visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad and also between the bumper pad and cover. Evidence of moisture was observed in the battery compartment. The returned battery cap was intact; no damage was observed. The returned battery cap was able to be secured to the pump and was used to complete all testing. During testing, the pump¿s electrical current draws were found to be within the required specifications. No overheating occurred during testing. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was observed on the printed circuit board or any other internal components. The complaint that the pump was overheating was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.